Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed occurred due to temporary poor connection caused by a foreign material getting caught between the electrical contacts of the scope connector and the electrical contacts of the system, which prevented the image signal from being transmitted properly. The event can be detected and prevented by handling the device in accordance with the following instructions for use: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The distributor reported to olympus on behalf of the customer the endoeye flex deflectable videoscope had a scope communication error (e216) with no image when the device is inserted. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.